Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the water leaked from the vicinity of the bifurcation area when the user inserted a syringe into the inflation valve and injected sterilized water. The event occurred just after placement. There was no balloon rupture or tear observed on the foley catheter. The water leaked from the bifurcation area and the valve mentioned as backflow. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the vicinity of the bifurcation area when the user inserted a syringe into the inflation valve and injected sterilized water. The event occurred just after placement. There was no balloon rupture or tear observed on the foley catheter. The water leaked from the bifurcation area and the valve mentioned as backflow. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter.